Event description:
It was reported during an acdf surgical procedure the surgeon realized that the screws initially used were too long. The surgeon began to remove the screws with the removal screwdriver, upon removal of the 3rd screw the tip of the removal screwdriver broke off. Nevertheless the surgeon was able to remove the broken tip and no adverse consequences were reported to patient.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the returned reflex hybrid revision driver screw extractor was confirmed to have the distal threaded tip broken off. No manufacturing anomalies that could be associated with the breakage were reported. The surgical technique states that "while the revision driver is attached to the screw, pivoting or angulation of the instrument must be avoided as this can cause bending or breaking of the inner shaft ". Furthermore excessive tightening could also result in the deformation of the instrument distal tip. Conclusion: the instrument tip fracture is believed to be the result of user-error.

Event description:
It was reported during an acdf surgical procedure the surgeon realized that the screws initially used were too long. The surgeon began to remove the screws with the removal screwdriver, upon removal of the 3rd screw the tip of the removal screwdriver broke off. Nevertheless the surgeon was able to remove the broken tip and no adverse consequences were reported to patient.